Manufacturer narrative:
(B)(4). Batch #: u93y8t. Investigation summary: the device was received the lower jaw detached at the welding point and it was returned. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic hepatectomy, the jaws and the I-blade broke from the root of the device soon after the device was started to be used. The nurse commented that they heard a sound like the device touched something through the trocar. There were marks on the trocar from the device. There is a possibility that the jaws were broken by clamping the trocar. No pieces were left inside the patient when the x-ray was taken after the operation. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.